Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient temperature (pt) registering much lower on the arctic sun device than on the monitor and does not correlate with secondary temp source. Patient temperature (pt1) was esophageal probe 34.6c, rectal probe 37.1c. Had them plug esophageal probe into bedside monitor and it registers at 37c. Flexed cable and patient temperature (pt) jumped around. Advised swapping out temperature in cable. If another device was not in use, they can borrow a cable from that device or contact biomed to see if additional cables are on supply.